Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a failure of the device's lcd screen not lighting up was observed. The device¿s lcd display would need to be replaced to address the issue. There was no part replaced and/or repair made to the device, and it will be scrapped. Additional findings not related to the malfunction/issue was damage to the inlet cavity and the rear enclosure case would need to be replaced on the device. There was no part replaced and/or repair made to the device, and it will be scrapped.